Event description:
A customer reported experiencing an occlusion alarm, which could not be verified through the pump's history. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.